Manufacturer narrative:
An additional lot number was reported (lot # m020465). No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with 200 units of insulin, and the insulin gauge displayed 0 units, after delivering approximately 80 units. The customer loaded a new cartridge successfully and received an accurate fill estimate. The customer's blood glucose level was 273 mg/dl.